Manufacturer narrative:
Pump received with partial display due to cracked and bleeding lcd glass. Pump received with minor scratched lcd window and scratched case. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had display window warned and damage. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.